Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 550ml, flow rate: unknown, procedure: shoulder surgery, cathplace: interscalene. Patient had shoulder surgery on (B)(6) 2012. The pump was empty after 24 hours from time of surgery. Patient called and reported that the pump was leaking at suture site and soaking the suture dressing. Patient returned to doctor's office, and doctor had the dressings changed. Patient stated he had no physical side effects or reaction and no metallic taste.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the customer complaint of fast flow was not confirmed. Conclusions: the device underwent a flow test and found to flow below the specification. The pressure pot testing on the flow control tubing was performed on (B)(6) 2012 with the saf set at 14ml/hr. The fct yielded a flow rate of 11.98ml/hr, which was within the acceptable specification with a 20% tolerance. The device history record was reviewed and the lot met all manufacturing and quality specifications prior to release. I-flow provides a "caution" on its dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate is unpredictable if it is dialed between rate settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees celsius, 72 fahrenheit) as the operating environment. Flow rate will increase approximately 1.4% per 1 degree fahrenheit/0.6 degrees celsius increase in temperature and will decrease approximately 1.4% per...